Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, when they removed the pad at the end of a scar correction procedure, the patient had a superficial burn on the right thigh. They applied ointment to the burnt area to resolve the issue.